Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10b11043, h10c03048, h10d19067, h10c03048, h10e05030, h10g26065 and h10g28038 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4) - as the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon the completion of baxter's investigation. This is the first of four complaints associated with this event.

Event description:
On (B)(6) 2011 the home patient (hp), while on an unrelated call with baxter, stated that she had an infected peritoneal dialysis (pd) catheter. On (B)(6) 2011, the hp's dialysis nurse (pdrn) stated on (B)(6) 2010 the hp complained of abdominal pain and cloudy pd effluent. The pdrn instructed her to come to the clinic where pd effluent was cultured. That day, the hp was given loading doses of ancef and fortaz, both 2gm dosages intraperitoneally (ip), then continued the ancef and fortaz both 1gm, ip, daily. The hp remained on ip ancef and fortaz (same dosages) until (B)(6) 2010, when she was recultured. When the culture results were unchanged from the (B)(6) 2010 results, the antibiotics were continued. The hp started nystatin prophylactically for fungal infection. The infection was thought to originate in the pd catheter, and a surgical consultation was scheduled for (B)(6) 2010 for it's removal. She has received peritoneal dialysis(pd) since (B)(6) 2008 and continues with the home choice cycler using local pd4 ambuflex. The pdrn stated that none of the baxter products are suspect. According to the pdrn, causality is the hp's well water which is not chemically treated. The pdrn stated that the hp has been instructed to not drink or bathe with the water due to the infection risks. The pdrn was unaware if the water had been tested.